Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the clinical evaluation, there was evidence of a type ia and type iiib endoleak of the cuff; and, a stent migration of the cuff just below the left renal. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. However, product use was incongruent with the IFU due to: cuff diameter was two sizes larger in diameter than main body; and, the greater than 60 ° aortic neck angulations. Cautionary product use conditions that might have contributed to this event included: moderate-severe calcifications of the bilateral iliac arteries; and, the tortuous left iliac artery.

Event description:
It was reported that approximately 13 months post implant of a bifurcated device and two suprarenal aortic extensions, the patient developed an endoleak. Reportedly, the stent migrated, and the physician has not intervened. The patient is doing well.